Event description:
Procedure: roux-en-y. According to the reporter: on (B)(6) 2014, patient, underwent a surgical procedure to treat his ongoing gastroparesis and bile reflux. Specifically, the patient was to undergo an exploratory laparotomy, with roux-en-y gastrojejunostomy. Shortly after this procedure, the patient began to experience severe abdominal pain and continued reflux. This pain was much worse than was advised to, or expected by the patient. Specifically, he was experiencing persistent and worsening bowel reflux causing continued pulmonary symptoms. On (B)(6) 2014, the patient underwent another surgical procedure to address these issues. During the procedure, the surgeon noticed, and indicated in his operative report, that the staple line from the first surgery had disrupted, and was an incomplete staple line.

Manufacturer narrative:
(B)(4). Medical records received 2/22/2016. Pre-op diagnosis prior to surgery performed (B)(6) 2014: ongoing gastroparesis, major bile reflux and bile reflux esophagitis causing pulmonary symptoms. Post-op diagnosis after re-operation (B)(6) 2016: 1. Postoperative leak after conversion of esophagogastrectomy to roux-en-y gastrojejunostomy in the form of a duodenal stump leak, and staple line dehiscence of the roux limb. 2. Upper abdominal peritonitis. 3. Large right sympathetic pleural effusion. 4. Poor IV access. Procedure performed: 1. Exploratory laparotomy with lavage of abdomen. 2. Tube duodenostomy. 3. Suture repair of disrupted staple line on the roux y limb. 4. Insertion of quad-lumen central venous catheter. 5. Insertion of right tube thoracostomy. History of esophageal cancer, 10 years ago underwent esophagogastrectomy; laparoscopic cholecystectomy; kidney stone and right hip surgery. Allergies: sulfa, demerol, methylprednisolone, versed and propofol. Social history: positive for occasional alcohol consumption and negative for tobacco and drug use. (B)(4).

Manufacturer narrative:
Additional patient records: on (B)(6) 2014: admission for continued wound care:peritonitis status post leak from recent roux-en-y gastrojejunostomy, status post exploratory laparotomy on (B)(6) 2014: assessment/plan: large midline open abdominal surgical wound. Continue wet-to-dry per the patient's surgeon. We will check on bridging suture removal criteria with surgeon recent peritonitis status post exploratory laparotomy with repair. Off of antibiotics on (B)(6) 201: assessment: generalized weakness, peritonitis from a recent gastrojejunostomy surgery leak, severe protein calorie malnutrition, hypertension, gastroesophageal reflux disease, benign prostatic hypertrophy with urinary retention, history of esophageal cancer. On (B)(6) 2014: impression: postsurgical changes noted with fluid in right upper quadrant and right pararenal space. This is not having the appearance of an abscess although I cannot exclude infection in the fluid. On (B)(6) 2014: space occupying lesion of the medial aspect of the cortex of the superior pole of the left kidney. CT of the abdomen is advised for further evaluation. On (B)(6) 2014: telephone conversation regarding leaking from incision site: patient was now leaking from incision site on (B)(6) 2014: follow-up visit for leaking from incision site: recent peritonitis ¿ stable (B)(6) 2014: telephone conversation regarding leaking holes in midline of incision: had developed holes in middle of incision that were leaking. The patient is complaining of increased abdominal pain. On (B)(6) 2014: patient had a slight amount of bilious drainage from the tube duodenostomy site but has ceased to have any drainage from the midline incision. On (B)(6) 2014: in addition, he has had slight purulent drainage from the left sided drain site. On (B)(6) 2015: patient with prior history of esophagogastrectomy with revision to roux-en-y in 2013; this revision was then complicated by 2 staple line leaks which required re-operation with placement of tube duodenostomy drain coming out through the right upper quadrant (ruq). On (B)(6) 2015: pre and post-operative diagnosis: right anterior abdominal wall abscess procedure: incision and drainage of right anterior abdominal wall abscess on (B)(6) 2015: excellent healing after incision and drainage of abdominal wall abscess and was a portion of an entero-cutaneous fistula. Excellent healing after incision and drainage of abdominal wall abscess and was a portion of an entero-cutaneous fistula.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The eea stapler mentioned in the report is manufactured by a competitor. The device information has been updated with the correct product information provided by the documentation from the initial reporter. Report was incorrectly submitted as a malfunction and not a serious injury in error.